Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the ratio pump to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. Patient data was not provided.

Event description:
The customer reported erroneous patient results generated for na (sodium) on the unicel dxc 800 synchron system. The erroneous patient results were reported out of the laboratory and were later amended. There was no change in patient treatment in association with this event. Quality controls were within the laboratory¿s established ranges prior to this event.